Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On the same day the sensor was inserted, the patient was at a camp and experienced an adverse event that required assistance from doctors and nurses. There was no information about the medical intervention nor the treatment administered. At an unspecified time of the event the gm was reading low and the blood glucose reading was 370 mg/dl. There were no symptoms reported. Although multiple follow up attempts were made to gather additional information, contact was unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.